Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver medication. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 320122, batch no.: 8165817. It was reported the needle was blocked. Verbatim: needle blocked.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 32g x 4mm bd pen needle without the tear drop label attached (used). Consumer reported needle blocked. The returned sample was examined and exhibited a bent patient end cannula. The bent patient end cannula would be the cause of the clog and possibly occurred during prior usage of the pen needle by the user as no manufacturing defects were observed on the sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure ¿ the bent pe cannula would be the reason why the customer would think the needle was clogged (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue (bent pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned sample.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were unable to deliver medication. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 320122, batch no.: 8165817. It was reported the needle was blocked. Verbatim: needle blocked.